Manufacturer narrative:
Upon receipt at boston scientific (B)(4) laboratory, the lead was thoroughly inspected and analyzed. The lead was returned in two segments which totaled 960 millimeters (mm) in length. Dried blood/body fluid was noted in the lead lumen. The lead was severed 285 mm from the terminal pin. The conductor coils were stretched at 150 mm to 285 mm. A cut in the polyurethane insulation was noted at 123 mm. There were also numerous areas of melted insulation due to the use of electro-cautery. Each lead segment was determined to be electrically continuous. The observed clinical observations were not able to be confirmed through laboratory testing.

Manufacturer narrative:
At this time, the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this event will be updated.

Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that the patient implanted with this device system was presented for a routine device check. During this follow up, there was no capture found on the left ventricular (lv) lead. Upon review under fluoroscopy, the lv lead was observed to have been dislodged into the coronary sinus. An invasive revision procedure was performed and the physician chose to electively explant the device. The battery status of the device was observed to be middle of life (mol) 2. The physician abandoned the lead revision due to patient breathing issues. The lv port of the new device was plugged until a separate procedure could be performed to implant a new epicardial lv lead. No additional adverse patient effects were reported.